Event description:
It was reported that the patient underwent an unspecified spinal procedure to address an osteoporotic compression fracture at l1. It was reported that "at the left l3, the extender and the sequential reducer detached before its window showed "rd." The surgeon replaced the sequential reducer with another one, but the same incident happened. Moreover, at the right l3, the surgeon could not screw down a setscrew even though the window showed "rd." The surgeon commented that the surgical time extended for 20-30min due to the incident." The surgery was "completed successfully" and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.